Event description:
This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to infection. A call to technical services on (B)(6) 2013 states representative just got a call from (B)(6) that device is eroding through. Thinks they are going to attempt to implant lower in tissue if possible or else off to the side. Probably will replace it with another device. On a follow-up call placed to technical services on (B)(6) 2013 states that the patient's device had eroded through on their left side. Today they removed the device and replaced it with a new one on the right side. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).